Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 762 mg/dl at the time of the incident. The customer was at the emergency room. The customer reported that they were unable to perform troubleshooting at the time of call. The customer reported that the alarm occurred during manual prime. The customer already tried 2 set but still the insulin did not flow on the tubing. The insulin pump will be returned for analysis.